Event description:
Additional information reported that impedance testing was performed. It was noted that impedances were within normal limits. No malfunctions were seen and no cause of the issue was determined. It was noted that reprogramming and retracting about use of device were taken or planned. The outcome of the patient was unknown at date of report.

Event description:
It was reported that the patient experienced a shock when the patient stuck their finger on a ¿live wire¿ under their sink a ¿couple weeks¿ prior to report. Since that time, the patient reported intermittent stimulation ¿turning itself off.¿ upon interrogation the caller observed an indication to check clock. The caller did not notice any other messages under observation such as power on reset (por). Impedance measurements were normal. The last ¿session¿ was about four months prior to report. Other than the intermittent stimulation the patient received good coverage. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # va038kr, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # va038kr, implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(6), product type programmer, patient; product ID 3708220, serial # (B)(6), implanted: (B)(6) 2012, product type extension; product ID 3778-60, serial # (B)(6), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown. Reprogramming was performed on (B)(6) 2013 where it was noted that there was a ¿reduction¿ and reprogramming of the patient¿s implantable neurostimulator (ins). The patient was instructed to call after if there were any further problems and the hcp reported that the patient had no called since the reprogramming date. No hospitalization was required for the event and the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.